Event description:
It was reported that 6 pen ndls 32g 4mm hp 100 box 1200 ca were dull, difficult to operate during use, and caused bruising. The following information was provided by the initial reporter: "I take two needles daily at the same time and on this day found that both of the new bd needles did not seem sharp. I have experienced this before, finding the odd needle in a box that just wasn't sharp. I changed them both and experienced the same problem again with both. A third try brought the same result and being completely out of needles was forced to do my injections with these. Not only did they cause bruising, I was unsure if the dose I was receiving would even be accurate."

Manufacturer narrative:
H6: investigation summary: customer returned a photo of a shelf carton of sealed 4mm, 32g pen needles from lot # 9352102. Customer states that the needles do not seem sharp and caused bruising and they are not sure if they are receiving the full dosage. The attached photo was examined and only exhibited she shelf carton and sealed pen needles. It is difficult to determine if the pen needles are dull, cause bruising, or operate properly solely from the photo. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications bd was not able to duplicate or confirm the customer¿s indicated failure the needles do not seem sharp and caused bruising and they are not sure if they are receiving the full dosage. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 6 pen ndls 32g 4mm hp 100 box 1200 ca were dull, difficult to operate during use, and caused bruising. The following information was provided by the initial reporter: "I take two needles daily at the same time and on this day found that both of the new bd needles did not seem sharp. I have experienced this before, finding the odd needle in a box that just wasn't sharp. I changed them both and experienced the same problem again with both. A third try brought the same result and being completely out of needles was forced to do my injections with these. Not only did they cause bruising, I was unsure if the dose I was receiving would even be accurate."